Event description:
The customer reported an issue with their meter which suggests the memory overwrite malfunction has occurred. There was no report of death or serious injury.

Manufacturer narrative:
(B)(4). The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter's casing was found to be cracked. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
On (B)(6) 2010, the lay-user/patient contacted lifescan (lfs) alleging that a one touch ultralink meter had a casing issue. The patient indicated that the alleged issue started on (B)(6) 2010, at 7:00 pm after her dog ate the meter. The patient stated that the face of the meter was cracked and the device "was destroyed." Due to the alleged issue, the patient claimed that she was unable to test her blood glucose. Two hours after the alleged issue began, the patient claimed that she developed low symptoms and specified a symptom of feeling sweaty. The patient administered self-treatment by drinking juice. The meter, test strips, and control solution were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she developed a symptom of sweating which can be associated with severe hypoglycemia after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.